Event description:
It was reported that the patient¿s blood glucose level rose to high (400 mg/dl) while wearing the pod between 5 to 24 hours. Upon removal of the pod from the leg infusion site, the cannula was found to be blocked. The patient also reported localized leg swelling, stating that insulin appeared to be trapped at the site, and bleeding was observed after pod removal. As treatment, the pod was replaced with a new pod.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported blocked cannula. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: no data available. Omnipod software app version: no data available. Operating system: no data available . Hardware: no data available . Cgm sensor type: no data available . Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.